Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they had antibiotics like doxycycline causing projectile vomit and levofloxacin 500 mg causing severe leg pain. They had swelling in leg and across kidney area. Weight in (B)(6) was (B)(6). They sent me to family doctor and they did heart EKG chest xray. They refer patient to different doctor as they had appointment on 2018 (B)(6). Patient could not take more antibiotic as they were allergic to that. The implant area was very sore. Doctor stated that it healed nice, but something was going on internally. They saw nephrologist on 2018 (B)(6) and they felt implant was being rejected. There was possibility that implant was causing weight gain of (B)(6) pound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was in a lot of pain where the implant was and had gained 11 pounds since implant. Additionally, the caller indicated that there was something affecting the patient's kidneys which the hcp thought could be the issue. The patient did not know if their body was rejecting the implant and that there was swelling to the point that the patient cannot wear their cloths from their waist and legs and the welling was reported to have gotten worse. The caller then reported that the patient's healthcare provider (hcp) had prescribed antibiotics, but on the first one the patient "got deathly sick" and on the second one the patient "got real bad" and the patient could not take the medication because they have allergies. The patient wanted to know if the swelling was going to cause damage to their body and was advised to follow-up with th eir healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.